Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received a result of 2.7 mmol/l on the compact plus system. She felt unwell and treated with orange juice. She tested her blood glucose 3 additional times and received results of 11.0 mmol/l, 4.4 mmol/l, and 3.6 mmol/l. Each of these tests were conducted within 5 minutes of the previous result. No adverse event reported. Requested return of suspect device.